Manufacturer narrative:
Lumenis investigated the reported event contacting the initial reporter to obtain further information about the reported event. Additional information had been provided. The reporter had confirmed that the laser screen malfunction did not cause or contribute to a change in the patient's condition, and the remainder of the procedure was completed by use of an alternate device. A lumenis service engineer visited the site after the reported event, and confirmed that the system would freeze during its self test and the system presented a comm error in service mode. The engineer replaced the display screen, and after testing the system it was returned to the facility in working order. A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. Manufacture date: 27.02.2011. A review of system risk files found the risk of device malfunction (1007141_a - risk # 9.1.1) which has the potential to lead to the inability to complete treatment which may require re-operation. The risk has been quantified and found to be negligibly small, and the risk has been characterized and documented as acceptable within full risk assessment. A review of historical product complaints shows that the same malfunction of a screen freezing has not led to serious injury in the past. Although this event did not result in a serious injury, the same malfunction might lead to an adverse event (i.e, cancelled major procedure) should it recur, and in an abundance of caution, lumenis is reporting this malfunction.

Event description:
A foreign user facility reported that during a procedure in which a lumenis versapulse powersuite 20w laser was being utilized, the display screen on the system froze and the laser could no longer be used. The remainder of the procedure was completed by use of an alternate device. No report of patient complications was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition.